Event description:
It was reported that because a "complication" occurred when test stimulation was performed, the lead was explanted. There was blood confirmed in several centimeters of the distal portion of the lead. There were no further pt symptoms or details reported at the time of this report. Add'l info has been requested but was unavailable at the time of this report.

Manufacturer narrative:
(B)(4). The lead has been returned to the MFR for analysis which is not complete as of the date of this report. A f/u report will be sent when the analysis is complete.